Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer representative (rep) reported that the electrode combination of 0 <(>&<)> 3 had normal impedances, but all other combinations were greater than 4,000 ohms. The patient was programmed using 2+ <(>&<)> 0- at 1.2 volts and she used to feel stimulation, but no longer felt it. She also had a loss of therapy. The healthcare provider (hcp) did a lead revision on (B)(6) 2016, since it was fractured. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.